Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4

Event description:
Unomedical reference number (B)(4). Event occurred in denmark. It was reported that on 13/jun/2024 the patient experienced issue with four infusion sets were fell off during use. The infusion sets were used for few hours. No further information available